Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had her device replaced. The hospital kept the battery. No patient outcome was provided.

Event description:
It was reported the patient's symptoms started 'getting worse' about a week and a half ago. It was noted the patient was in car accident six weeks previous and had whiplash. About ten days later, it was reported the patient was unable to adjust stimulation. It was thought the implantable neurostimulator (ins) was dead. It was later reported the patient's symptoms returned in (B)(6) 2013. The exact time frame of when the patient's symptoms began to reappear was unclear. The patient had a urinary tract infection during that time. It was noted the patient was going to the bathroom 'a lot' before and after taking antibiotics for the infection. It was stated the patient saw their healthcare provider and it was confirmed that the ins was dead. Other tests were completed, including an x-ray and bladder scan. It was indicated the device would be replaced due to it being at end of service. The replacement procedure was scheduled for (B)(6). A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3889-28, lot# j0564145v, implanted: (B)(6) 2005, product type lead. (B)(4).